Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 25mm 7300tfx pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, 11 months due to mitral stenosis and regurgitation. The tmvr procedure was successfully performed with a 26mm 9600tfx transcatheter valve. This (B)(6) year old female patient is a (B)(6).